Event description:
A nurse reported that during cataract surgery, the system displayed a system message indicating that the footswitch was defective. The system message could not be reset. Additional info received indicated that the incision had been made, the capsular rhexis had been completed, and the hydrodissection had been made when the system message was displayed. There was a delay of approximately two hours while the system was serviced, and then the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).